Event description:
Reportedly, on (B)(6) 2023, there was a beeping sound from the programming head during the interrogation, and it was difficult to complete the interrogation. Many pop-ups appeared on the display. When me (medical engineer) checked the mode, safer switched to ddd, and the polarity switched from bipolar to unipolar. With another smarttouch, the physician was able to be return to the original patient setting parameters. It was confirmed that the beeping sound was also sounded by the programming head of another smarttouch.

Event description:
Reportedly, on (B)(6) 2023, there was a beeping sound from the programming head during the interrogation, and it was difficult to complete the interrogation. Many pop-ups appeared on the display. When me (medical engineer) checked the mode, safer switched to ddd, and the polarity switched from bipolar to unipolar. With another smarttouch, the physician was able to be return to the original patient setting parameters. It was confirmed that the beeping sound was also sounded by the programming head of another smarttouch.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.